Event description:
1 of 2 reports. Other mfg report number: 3013886523-2023-00318. A facility reported a certas valve (ID 828804) was implanted via l-p shunt on unknown date with unknown setting. The valve was used with silascon lumbar catheter (manufactured by kaneka, product code: 702-jj), and bactiseal peritoneal catheter (ID ns0339) (serial: unk). The shunt system was suspected to be occluded, therefore, the patient had revision surgery. According to information provided it is unknown if the catheter was obstructed; however it was removed. It is also unknown if the patient experienced signs and symptoms of obstruction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Unique device identification (UDI) - (B)(4) or (B)(4). Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected, the siphon guard was dislodged. The needle guard was raised. The catheter was visually inspected and no occlusion was noted. The valve was hydrated. The test for leak, reflux and siphon guard could not be performed as the siphon was dislodged. The valve passed the test for programming, occlusion, siphon guard and pressure. The needle guard was dismantled. The needle guard was bent and glue traces were found on the silicone base and the needle guard. Root cause analysis- no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to damage to the siphon guard which causes an accumulation of biological debris. The root cause for the ¿siphon guard broken¿ is due a sharp or pointed object coming into contact with the valve in view of the cut marks on siphon guard. As noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance. The root cause for "the raised and bent needle guard", could be due to improper handling, as noted in the IFU. Do not fold or bent the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.